Event description:
The controller and mpu exchange resolved the backup battery fault alarms and heat issue. The patient remained stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) becoming very hot at night was unable to be confirmed. The mpu (serial number: (B)(6) was returned for analysis and a log file was downloaded from the returned system controller (serial number: (B)(6) for review. A review of the log file showed events spanning approximately 2 days (B)(6) 2021 per timestamp). Events captured on (B)(6) 2021 took place in the testing labs at abbott. There were no notable alarms pertaining to the reported event active in the log file. Pump operation was not affected. The mpu was connected to power and ran for several days without issue. Additional information provided on 29jul2021 stated that a loaner mpu was provided to the patient. Additional information provided on 25aug2021 states that the mpu was returned and inspected by service depot. The mpu was scrapped per customer request. The root cause of the reported event was unable to be conclusively determined through this analysis. During the investigation there were incidental findings of discoloration and damage to the connector threads, and a hairline fracture near power entry module. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 01nov2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #: 2916596-2021-04120. It was reported that the patient was experiencing backup battery fault alarms. The left ventricular assist device (lvad) coordinator re-seated the backup battery two times. The coordinator then exchanged the backup battery, which did not resolve the alarms. The coordinator then exchanged the patient's system controller with their backup controller. The patient remained stable during this event, however, it was a recurring issue over the last 6 months. It was later reported that the patient's mobile power unit (mpu) was getting very hot at night. It was thought that the overheating of the mpu may have been causing the backup batteries in the controller to malfunction.